Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
On (B)(6) 2018, spacelabs received a report of a qube monitor which lost its display while actively monitoring a patient. No injury was reported with this event.

Manufacturer narrative:
The qube compact monitor was received at spacelabs¿ equipment service center for repair where the reported problem was verified. The display power supply cable assembly was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.